Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, a portion of the right essure device was fractured and laying within the uterine cavity"), device expulsion ("migration of device to uterus, a portion of the right essure device was fractured and laying within the uterine cavity/ migration of device to uterus"), abdominal pain ("severe abdominal pain/continued to experience abdominal pain"), pelvic pain ("severe pelvic pain/continued to experience pelvic pain") and pyrexia ("fever") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes," on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criterion hospitalization). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse") and anxiety ("emotional anguish"). In (B)(6) 2008, the patient experienced urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and device expulsion (seriousness criterion hospitalization). On (B)(6) 2008, the patient experienced complication of device removal ("pelvic ultrasound which revealed part of an essure coil was still present in her uterus."). In (B)(6) 2011, the patient experienced colon neoplasm ("tumor of the colon"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pyrexia (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization) and procedural pain ("painful post-operative recovery"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy,tubal ligation) and surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy,tubal ligation). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pyrexia, migraine and procedural pain had not resolved, the abdominal pain, pelvic pain, dyspareunia and anxiety had resolved and the complication of device removal, headache, dysmenorrhoea, fatigue, vaginal discharge, allergy to metals, urinary tract infection and colon neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, colon neoplasm, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, procedural pain, pyrexia, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the remaining piece of the essure device. (B)(6) 2008: bilateral salpingectomy, bilateral tubal ligation by tubal coagulation. (B)(6) 2015: surgical removal of coil(s), removed coil particle that migrated to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: piece of essure was still present in her uterus. Ultrasound pelvis - on (B)(6) 2014: part of essure was still present in her uterus; on (B)(6) 2015: piece of essure was still present in her uterus. (B)(6) 2008: hsg: results same day: right essure coil broken and piece of it in uterine cavity. Right tube not fully occluded. (B)(6) 2008: hsg: results same day: right essure coil broken and piece of it in uterine cavity. Right tube not fully occluded. (B)(6) 2014: transvaginal ultrasound: results same day: part of essure coil still uterine cavity. Results of essure confirmation, unilateral occlusion (left tube occluded; failure to occlude (close) fallopian tubes; breakage of essure device; migration of essure device; right essure device seemed to be stretched or fractured. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Patient¿s demographics added. Essure stop date and indication updated. New events dysmenorrhea, emotional anguish, failure to occlude fallopian tubes, fatigue, uti¿s, headaches, nickel allergy, tumor of the colon and vaginal discharge were added. Lab data added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, a portion of the right essure device was fractured and laying within the uterine cavity"), device expulsion ("migration of device to uterus, a portion of the right essure device was fractured and laying within the uterine cavity/ migration of device to uterus"), abdominal pain ("severe abdominal pain/continued to experience abdominal pain"), pelvic pain ("severe pelvic pain/continued to experience pelvic pain") and pyrexia ("fever") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes," on (B)(6) 2008. The patient's past medical history included rectal cancer, chemotherapy, radiation therapy, gravida ii and parity 2. Previously administered products included for birth control: loestrin from 2002 to (B)(6) 2008, ortho tricyclen from 2004 to (B)(6) 2008, depo provera from 2002 to 2004 and orthonovum in 2002. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criterion hospitalization). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse") and anxiety ("emotional anguish"). In (B)(6) 2008, the patient experienced urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and device expulsion (seriousness criterion hospitalization). On (B)(6) 2008, the patient experienced complication of device removal ("pelvic ultrasound which revealed part of an essure coil was still present in her uterus."). In (B)(6) 2011, the patient experienced colon neoplasm ("tumor of the colon"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pyrexia (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization) and procedural pain ("painful post-operative recovery"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy,tubal ligation) and surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy,tubal ligation). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pyrexia, migraine and procedural pain had not resolved, the abdominal pain, pelvic pain, dyspareunia and anxiety had resolved and the complication of device removal, headache, dysmenorrhoea, fatigue, vaginal discharge, allergy to metals, urinary tract infection and colon neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, colon neoplasm, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, procedural pain, pyrexia, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the remaining piece of the essure device. (B)(6) 2008: bilateral salpingectomy, bilateral tubal ligation by tubal coagulation. (B)(6) 2015: surgical removal of coil(s), removed coil particle that migrated to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: piece of essure was still present in her uterus. Ultrasound pelvis - on (B)(6) 2014: part of essure was still present in her uterus; on (B)(6) 2015: piece of essure was still present in her uterus. (B)(6) 2008: hsg: results same day: right essure coil broken and piece of it in uterine cavity. Right tube not fully occluded. (B)(6) 2008: hsg: results same day: right essure coil broken and piece of it in uterine cavity. Right tube not fully occluded. (B)(6) 2014: transvaginal ultrasound: results same day: part of essure coil still uterine cavity. Results of essure confirmation, unilateral occlusion (left tube occluded; failure to occlude (close) fallopian tubes; breakage of essure device; migration of essure device; right essure device seemed to be stretched or fractured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage and device expulsion abdominal pain ("severe abdominal pain/continued to experience abdominal pain"), pelvic pain ("severe pelvic pain/continued to experience pelvic pain") and pyrexia ("fever") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and device expulsion (seriousness criteria hospitalization). On (B)(6) 2008, the patient experienced complication of device removal ("pelvic ultrasound which revealed part of an essure coil was still present in her uterus."). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), pyrexia (seriousness criterion hospitalization), dyspareunia ("pain during intercourse"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was hospitalized from (B)(6) 2015. The patient was treated with surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2008, laparoscopic bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, abdominal pain, pelvic pain, pyrexia, dyspareunia, migraine and procedural pain had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dyspareunia, migraine, pelvic pain, procedural pain and pyrexia to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the remaining piece of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: piece of essure was still present in her uterus. Ultrasound pelvis - on (B)(6) 2014: part of essure was still present in her uterus; on (B)(6) 2015: piece of essure was still present in her uterus. On (B)(6) 2008 hsg test was performed and right fallopian tube was not fully occluded and a portion of the right essure device was fractured and laying within the uterine cavity. On (B)(6) 2008 hsg test was performed and right fallopian tube was not fully occluded and a portion of the right essure device was fractured and laying within the uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.